Event description:
During a laparoscopic colectomy procedure, went to fire the 1st firing w/white reload, closed down and attempted to fire and device locked out and did not fire. Another reload was fired and it was fine. A second stapler was fired across the bowel. The knife blade advanced and staples formed but it did not complete the staple line. Another device was used to complete the procedure. There was no pt consequence.